Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Operative notes state that patient was revised due to tibial and femoral instability. Pre-op notes, office notes and crf report states that patient was experiencing severe pain and used cane for ambulation. Patient also reported popping, clicking or cracking and swelling. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately one year and nine months post implantation due to instability of the tibial and femoral components. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01000 and 0001822565-2023-01002 implant date: (B)(6) 2018. Concomitant medical products:medical product: unknown nexgen femoral unknown nexgen tibial tray device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.